Manufacturer narrative:
The failure investigation has been completed and the alleged wake button stuck issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged wake button delay response issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking and delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.